Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose had been running high for the past two weeks. The blood glucose reading was 463 mg/dl. The customer treated with the insulin pump. He was at the hospital at the time due to an unrelated issue with his legs. The customer reported that the bolus programming was incorrect and was advised that the carb ratio would need to be adjusted by a health care professional. The drive support cap appeared normal and recessed. Insulin exited during the manual prime and no air bubbles or leaks were observed. No soreness or irritation was noted. The time and date were correct. The basal rate settings were programmed accurately. The bolus history displayed all entries based on the customer's recollection. The high pressure test was not performed. The insulin pump was not returned for analysis or replaced.